Event description:
It was reported that there were concerns of loss of capture (loc) on this right ventricular (rv) lead. The suspected loc included a small beat that did not have an associated visible t-wave in the presenting electrocardiogram (egm). Boston scientific technical services (ts) stated that in the egm the ventricular sensing (vs) did not have a visible t-wave, so a fusion beat could have presented similarly. However, ts could not discard the loc. An in-office interrogation for threshold and possibly turning on auto capture or increasing output was recommended. No patient adverse events were reported. This device remains in service.